Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that they received failed battery test alarm after inserting a new battery on the insulin pump. The customer reported that the insulin pump alarmed after battery change. The customer's blood glucose was 561 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she was getting sick during the call. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.